Event description:
Patient reported that the insulin dosages recommended by the pump were not the same as those she manually calculated.

Manufacturer narrative:
The pump has not returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release.